Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, the patient had a aortic valve replacement and coronary artery bypass surgery. A 25mm epic max valve was implanted in the patient. The patient got discharged without incident. The patient got readmitted 24hrs later with syncope with complete atrioventricular block. A permanent pacemaker was implanted on (B)(6) 2024.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported arrhythmia could not be conclusively determined. It is possible that procedural circumstances could have contributed to the reported event. The reported surgical intervention was results of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, the patient had a aortic valve replacement and coronary artery bypass surgery. A 25mm epic max valve was implanted in the patient. The patient got discharged without incident. The patient got readmitted 24hrs later with syncope with complete atrioventricular block. A permanent pacemaker was implanted on (B)(6) 2024. The patient was reported stable.